Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right axillary for cardiomyopathy. It was reported that bleeding from below the right clavicle of the impella insertion site was noted. As a result surgical treatment was rendered. Details of the treatment was not provided. No blood transfusion was required. No further information was provided.